Event description:
Complaint is reportable based on analysis completed on 29-may-2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the 99% stenosed target lesion located from the trunk of the left main coronary artery to the mid left anterior descending (lad) artery. The vessel was calcified and moderately tortuous. After intravascular ultrasound, pre-dilation was performed in the target lesion with a non-bsc balloon. Next, an unspecified promus stent was advanced and deployed in the mid portion of the proximal lad and post dilation was performed with the same non-bsc balloon. Then the physician advanced and deployed a 2.75x12mm non-bsc stent in the distal portion of the proximal lad and another non-bsc stent from the proximal portion of the proximal lad to the lmca. The middle of the lad was then dilated with a non-bsc balloon and a 2.75x8mm non-bsc stent was deployed. Then the physician tried to advance a 3.5x28mm promus element stent, but could not cross the lesion in the proximal lad. They dilated the lesion with a non-bsc balloon and the procedure was completed with another device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts on the first and second rows on the proximal end of the stent were misaligned, raised up and stretched out towards the proximal edge of the balloon. The distal end of the stent appeared to be slightly flattened. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination identified several small kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the guidewire lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).